Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via review of the submitted log files from the patient¿s new controller. The submitted controller event log file from (B)(6) contained approximately 6 minutes of relevant information on (B)(6) 2023 (15:26:00 to 15:31:40 per timestamp). The driveline was first connected to this new controller at 15:28:38. Within a few seconds of connecting the driveline, the pump reached a speed above the low speed limit. No other notable events were observed. Provided information indicated that the patient¿s heartmate 3 system controller (serial number: (B)(6)) and modular cable (lot number: 7298019) were simultaneously exchanged. Multiple attempts were made to obtain the reason for the exchange, but no response was received. No products were returned for evaluation, and the root cause of the equipment exchange could not be conclusively determined through this analysis. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related driveline damage manufacturer report number (MFR) is 2916596-2023-07554. Related modular cable manufacturer report number (MFR) is 2916596-2023-07556. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient came in with a very frayed driveline. Silicone was coming off on distant part of driveline and almost wire-exposure due to erosion of silicone on proximal part of driveline. No alarms were noted. Rescue tape was applied to proximal part of driveline. Controller and modular cable were changed out. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.